Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the supplies were changed to address the event. Customer's blood glucose (bg) was approximately 600 mg/dl. Bg was addressed with a bolus. Reportedly, the customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring.